Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was unable to advance the peel-away introducer sheath past the "pinhole" on the sheath and, therefore, the physician attempted to advance the cat6 without the introducer sheath. Consequently, the tip of a cat6 became ovalized and then kinked as it was advanced through the ¿pinhole¿. Therefore, the cat6 was removed and the procedure was completed using a new cat6 and a new sheath with a y-connector attached. There was no report of an adverse effect to the patient.